Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device had a failure to alarm issue. Although requested, additional information was not provided.

Event description:
It was reported that the device had a failure to alarm issue. Although requested, additional information was not provided.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the ail sensor assembly. A review of the device history record showed the device had a manufacture date of 09/24/2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. H3 other text : device has been returned and evaluated.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the device had a failure to alarm issue. Although requested, additional information was not provided.